Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-08746. It was reported that during a percutaneous transluminal angioplasty, vessel occlusion, pseudoaneurysm and stent damage occurred. The target lesion was located in the liver. In (B)(6) 2015 the patient had two 9 x10 placehit¿ biliary wallstent¿ devices placed. The first stent was too low but distally fine through the ampulla, but needed to extend higher up towards into the left hepatic duct. Both stents looked patent and perfectly placed with an overlap of 3.5cm. At 66 days post stenting procedure, the patient presented with decreased hemoglobin of 5 and haemobilia, and had become septic, and due to the blood with the common biliary duct (cbd) the stents had occluded and ducts became dilated. On CT and then under fluro it was obvious there was a pseudoaneurysm inside the stent that was being fed by the right hepatic artery (ha). Under fluro the distal stent had showed to have flared at the proximal end and a few stent struts were projecting out. The physician embolised the right hepatic artery with 3 coils to stop the bleed. The severity of the case was heightened with the fact that the patient's portal vein is occluded and therefore has limited blood supply. No additional patient complications were reported and the patient is sable.